Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and no delivery alarms from the insulin pump. The customer's blood glucose reading was 600+ mg/dl. The customer stated that he received no delivery alarms 4 times. The customer stated that the alarm was resolved by a complete set change. The customer does not want to return the set and reservoir for analysis. The customer was advised to call back when the alarm occurs to troubleshoot.